Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's spouse that the patient had went to the emergency room with hypoglycemia on (B)(6) 2026. The patient's blood glucose level was not provided but the patient was wearing the pod at the time of the reported event. The patient did not eat after administering insulin. The patient was treated with unspecified intravenous fluids and infusion; the patient stated that they did not know the specific details of the infusion but speculated it was either sugar or water. The patient was discharged on (B)(6) 2026.